Event description:
It was reported that the night following implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in an inappropriate shock and several stored untreated episodes. An x-ray was performed and confirmed the presence of air around the electrode. This device system remains in service and will continue to be monitored. No adverse patient effects were reported.